Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va114y0, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 3058, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3889-28, lot # va0zsrq, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The manufacturer representative reported that they were currently in the or and there was an impedance issue. When initial impedance testing was done, the bipolar pairs had impedance readings, except for the unipolar pairs. The implantable neurostimulator (ins) and lead had been replaced and they continued to see the same values. They had removed the lead from the ins header, wiped and cleaned out the lead, and reinserted the lead with both leads multiple times. There was no report of insertion force harder than normal. Retesting the impedance at 1v and 210 pulse width had case and 3 at 1099 ohms, 0 and 3 at 1895 ohms, and the rest were 3313 ohms. After reinsertion, the manufacturer representative continued getting greater than 4000 ohms. Increasing stimulation when checking impedances didn't resolve the issue. The health care provider (hcp) did not handle thelead inappropriately as the manufacturer re presentative watched them. No symptoms were reported. The patient had bellows and toes with the first lead and had bellows with the second lead. Intraoperatively this was seen below 2v and post-operatively the settings were about 4v. The patient was implanted with the second system, even with some open impedances showing. The hcp decided to leave the second set in and use the 3 working combinations. The patient was feeling stimulation. The cause of this issue was never identified on the 2 systems. The patient kept second system and the manufacturer representative programmed around impedances. There was no patient death, no patient injury, and the patient recovered without sequelae. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.